Event description:
The company received the following customer report: "customer states that trach did not maintain pressure while in the pt." Extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
No sample is expected to be returned for eval.